Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing syringe or syringe size. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Received one device. The pumps alarm history was reviewed confirming the customers¿ complaint. The pumps barrel clamp assembly was replaced, resolving the customers¿ complaint. The pump was recalibrated and tested, passing all performance testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.